Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form, sticker sheets and medical records received via cd shipment last 08 apr 2019. After review of medical records, the patient was revised to address infection, sepsis and to place an antibiotic spacer. Operative findings include large pockets of pus, abscesses and minor metal stains in the soft tissues but no gross evidence of metallosis. A trochanteric osteotomy was required to remove the stem which caused the proximal medial femoral cortex to fracture, fragment and shatter. Two synthes cables were required. Competitor cement spacer was used. Pathology reports indicate fibrosis and marked acute inflammation. Doi: (B)(6) 2006; dor: (B)(6) 2012; (right hip).